Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer's spouse reported that consumer had an infection. Consumer was straightening needle after use which caused needle to break. Broken needle was dropped on the floor but consumer didn't realize it. Consumer stepped on needle and was embedded in his foot and became infected. Consumer was laid up for a total of (8) weeks with about (3) weeks of that time in the hospital clearing up the infection.